Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient expired after receiving anti-tachycardia pacing (atp) and one high voltage therapy for an episode of ventricular fibrillation (vf). The physician wanted to know why the patient only received the one high voltage therapy. Post-therapy episodes showed the patient in ventricular arrhythmia with rates in and out of detection that never met criteria for a second therapy. There may have been some fine right ventricular (rv) lead undersensing. The physician, who was curious if they'd programmed the patient correctly, did not feel a device interrogation was needed to see if any therapies were eventually delivered after the initial. The patient was believed to have expired due to arrhythmia. No additional information was reported.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.